Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for a scheduled lead implant. During the procedure, the left ventricular lead could not be implanted due to patient anatomy. The lead resulted in a coronary sinus dissection. The patient was implanted with a single chamber pacemaker. The procedure was completed without any complications.